Event description:
While using a byte retainers, patient reported that have bone loss in their bottom jaw. Requested lor from patient with recommendations from dentist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.